Manufacturer narrative:
On november 30, 2022, additional information was received stating that the wake button was not working appropriately and required force in order for the display to turn on. The pump was replaced to address the issue.

Event description:
It was reported that the wake button was unresponsive. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.